Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that there was a fluid leak encountered in association with pd treatment. During fill 3 of 5 there was a volume error warning and prior to that there was an air detected in cassette warning. After cancelling treatment and removing the cassette from the cycler, the patient did see fluid coming out of where the cassette was inserted. A new cycler was issued to the patient. In a follow up, the patient confirmed the reported event and stated fluid was noted during step 9 of treatment as treatment was cancelled and following the reported m75 volume error warning and m31 air detected in cassette warning cycler alarms while using the cycler and prior to the leak. The patient cancelled treatment and found fluid leaking out from around the cycler pump module heads when the cassette door was opened. The cause of the fluid leak was unknown. The patient confirmed there were no symptoms, adverse events, or injuries requiring any other medical intervention required as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using continuous ambulatory peritoneal dialysis (capd) to complete their treatment on the night of the reported event and pending delivery of the replacement cycler. The patient has since resumed treatment using the replacement cycler without further issue.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Patient sensor check ¿ passed. Vacuum test ¿ failed. Measured (vacuum < 160 mbar): 218 mbar. Failure traced to: clogged hp1 & hp3 filters. Replaced hp1 & hp3 filters. Valve actuation test ¿ passed. System air leak test ¿ passed. Post-ast 2 hours 15 mins 8500ml simulated treatment was performed without any failures or problems. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads.the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient reported that there was a fluid leak encountered in association with pd treatment. During fill 3 of 5 there was a volume error warning and prior to that there was an air detected in cassette warning. After cancelling treatment and removing the cassette from the cycler, the patient did see fluid coming out of where the cassette was inserted. A new cycler was issued to the patient. In a follow up, the patient confirmed the reported event and stated fluid was noted during step 9 of treatment as treatment was cancelled and following the reported m75 volume error warning and m31 air detected in cassette warning cycler alarms while using the cycler and prior to the leak. The patient cancelled treatment and found fluid leaking out from around the cycler pump module heads when the cassette door was opened. The cause of the fluid leak was unknown. The patient confirmed there were no symptoms, adverse events, or injuries requiring any other medical intervention required as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using continuous ambulatory peritoneal dialysis (capd) to complete their treatment on the night of the reported event and pending delivery of the replacement cycler. The patient has since resumed treatment using the replacement cycler without further issue.